Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient is wearing a stomach binder for one month to see if it heals into pocket. It was reported that the pump movement in the pocket was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-jun-26 reported in (B)(6) 2017. The patient's pump came loose and was in the process of moving and had to wear the abdomen binder until the address could be addressed surgically. It was also noted that in (B)(6) 2017 the patient fell twice and that was when the patient felt a snap on their side. It was noted the patient fell again in (B)(6) 2017. On sunday, (B)(6) 2017 the patient had a severe headache and was nauseated and threw up and as the day progressed was in and out. No matter what the patient took it did not affect the pounding of the headache. The patient also experienced twitching, jerking, and keeps getting goosebumps on their legs, and their body was spasming by itself. A healthcare professional (hcp) instructed the patient that no matter what to go to the hospital due to the flipping pump. On (B)(6) 2017 the patient was deathly sick and could not walk and almost passed out, and the patient ended up in the hospital regarding these issues. On (B)(6) 2017 the patient was at the hospital and treated with oral zofran, intravenous (IV) dilaudid, and oral oxycodone to manage the severe headache and the patient's symptoms. It was noted that the patient was supposed to have surgery but was on a blood thinner (started with an l) for their heart and the hcp told the patient they had to wait for the patient to be off the medication a certain amount of time before doing surgery. The patient was sent home with oral flexeril and oral oxycodone. The patient had 3 x-rays, a computed axial tomography (cat scan), and a magnetic resonance imaging (MRI). On friday (B)(6) 2017 the patient was due for a pump refill and the hcp wanted the pump to be full before the patient went through surgery so it did not need to be refilled after the patient undergoes surgery for a pump revision surgery to address the flipping pump. It was noted that the patient got the pump refilled by an hcp who used an x-ray machine to fill it and stated that the prialt was removed and not put back in at that appointment. It was reviewed during this time with everything the zofran helped with the stomach, the patient's head would be okay here and there, but as soon as the medication would wear off the headache would return and the twitching and spasms/spasming have continued also. The patient reported they had surgery on (B)(6) 2017 to address the flipping, loose pump, but the patient does not feel that the pump was sitting right and stated it was still loose, but stated they are not a hcp. It was stated that there would be a surgeon waiting for the patient while they waited in the waiting room for 5 hours as sick as they were. It was noted the patient was given something for the nausea and headache and was released to the hospital. The patient was sent home that afternoon after surgery had been completed. It stated that a manufacturer representative (rep) was present at the surgery, but did not if the pump was checked afterwards or if they were aware of all the issues reported. On wednesday (B)(6) 2017 they patient reviewed they had an appointment with their hcp for all the symptoms the patient had occurring. The patient was sent to the hospital and was currently still there. The patient was getting an magnetic resonance imaging (MRI) today ((B)(6) 2017) of the head and was awaiting blood work results. The computed tomography (CT) scan done on (B)(6) 2017 was fine, but they are doing an additional MRI today ((B)(6) 2017) just to double check everything. The patients main reason for calling was for field actions and if they are applicable. Information regarding field actions was reviewed. It was reviewed adverse events that can occur and diagnostic options to discuss with hcp regarding next steps. Patient was redirected to hcp. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving bupivacaine, prialt, dilaudid, and morphine at an unknown concentration and dosage via intrathecal drug delivery pump for spinal pain. It was reported that the patient's pump was moving in the pocket. They reported that they felt the stitches snap and the pump is moving around "sideways in my skin". The patient has an appointment on (B)(6) 2017 to have the healthcare provider (hcp) assess the pump pocket. Document contained no new information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and healthcare provider (hcp) via a manufacturer representative (rep). The patient had been told to use sports tape and a binder to help prevent movement of the pump. On (B)(6) 2017, the rep was reviewing an x-ray taken to identify if the pump had flipped. The patient reported that starting on saturday, the patient had symptoms of nausea, vomiting, "sweating so bad water was dropping off her body", having nerve twitches, her arms and hands were twitching, her feet felt numb, her hands felt like pins and needles, her eyes wouldn't focus, she could not eat or drink, she felt confused, and the patient had a headache off and on. This was considered to be a sudden onset of symptoms. The first x-ray image sent was not clear enough to identify if the pump had flipped. It was reviewed that the second x-ray appeared to show the pump was not flipped, however the image still was not clear. It was noted the patient felt that the pump was hanging lower now than it was in march and the hcp was trying to determine if the pump was flipped before sending the patient to another facility to have the pump refilled. They were planning to revise the system. A third x-ray was sent and it was reviewed that it appeared the pump was not flipped as long as it was an ap image of the pump.